Manufacturer narrative:
The following field has been updated with additional information: describe event or problem: it was reported that after collection the stopper was loose and blood spilled with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the tube at the time of collection with the patient is opening, after closing and carrying the transport within all specifications defined and recommended by (B)(4) and implemented in our biological material transport pops, they open and spill the blood out of the tube, with this a new collection of the material is required. Additionally, on (B)(6) 2019 the company reporter provided the following additional information: the tube is opening during the collect (sometimes) and during the transportation (a lot of times). The collect was done using vacutainer and vacuplast as adapter. The devices used with the tube during the collect was needle and support vacuplast. The customer relates that did not use any syringe to fill the tube. The customer reports that the suit from the health professional got dirt with blood and the patient needed to make the procedure two times, but there was no damage to they. There was no exposure of blood or chemotherapies to the skin or mucous.

Event description:
It was reported that after collection the stopper was loose and blood spilled with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the tube at the time of collection with the patient is opening, after closing and carrying the transport within all specifications defined and recommended by (B)(4) and implemented in our biological material transport pops, they open and spill the blood out of the tube, with this a new collection of the material is required. Additionally, on (B)(6) 2019 the company reporter provided the following additional information: the tube is opening during the collect (sometimes) and during the transportation (a lot of times). The collect was done using vacutainer and vacuplast as adapter. The devices used with the tube during the collect was needle and support vacuplast. The customer relates that did not use any syringe to fill the tube. The customer reports that the suit from the health professional got dirt with blood and the patient needed to make the procedure two times, but there was no damage to they. There was no exposure of blood or chemotherapies to the skin or mucous.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pullout with the incident lot was observed. Evaluation/testing of the customer samples could not be performed, therefore retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Event description:
It was reported that after collection the stopper was loose and blood spilled with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the tube at the time of collection with the patient is opening, after closing and carrying the transport within all specifications defined and recommended by anvisa and implemented in our biological material transport pops, they open and spill the blood out of the tube, with this a new collection of the material is required. Additionally, on (B)(6) 2019 the company reporter provided the following additional information: the tube is opening during the collect (sometimes) and during the transportation (a lot of times). The collect was done using vacutainer and vacuplast as adapter. The devices used with the tube during the collect was needle and support vacuplast. The customer relates that did not use any syringe to fill the tube. The customer reports that the suit from the health professional got dirt with blood and the patient needed to make the procedure two times, but there was no damage to they. There was no exposure of blood or chemotherapies to the skin or mucous.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after collection the stopper was loose and blood spilled with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from portuguese to english: the tube at the time of collection with the patient is opening, after closing and carrying the transport within all specifications defined and recommended by anvisa and implemented in our biological material transport pops, they open and spill the blood out of the tube, with this a new collection of the material is required.